Event description:
A malfunction was reported on a pump after going through a metal detector. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction recurred. Consequently, the pump was set to be replaced, and the customer was advised on using an alternative insulin delivery method and on the steps for returning the malfunctioning pump.